Event description:
Literature: pedrini l, gregorini p, magnoni f, ballestrazzi ms, sensi l, pisano e. Spinal cord stimulation for untreatable critical limb ischemia: experience and late result of a single centre. Ital j vasc endovasc surg. 2009;15(4):223-230. Summary: this study demonstrated the ability to treat untreatable critical limb ischemia patients with scs. This treatment for pts unfit for revascularization can offer complete pain relief in 46% and a pain reduction of >75%. This also offers a good survival rate without amputation. This study occurred between 1989 and 2007 and enrolled 118 pts. It was reproted that the patient experienced [ipg] pocket decubitus with subsequent device removal. See MFR report number: 2182207200902762.

Manufacturer narrative:
See scanned pages.